Manufacturer narrative:
There was no reported patient impact associated with this complaint. The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. The reporter said that the pump was intermittently responsive to arrow button presses. The reporter denies that the pump was exposed to water and says the buttons do not feel normal and do not spring back.